Event description:
The pump reportedly "gave pca doses without the pt pushing the button." The pump was set to infuse meperidine 10mg/ml at a continuous rate of 20mg/h, 25mg pca dose with a 10 min pt lockout and a 300mg 4 hr limit. A nurse was reportedly "in the room doing pt care. The control button was hanging on the pump (no where near the pt). Nurse heard the pump signal delivery of 2 doses while in room with pt." The pt was reportedly "very sedated during the time of malfunction." The meperidine was held for 2 hrs. The pt then reported increased pain during the pca off time. The pump was switched out, and when analgesia was resumed the continuous dose was decreased by 50 percent. The pump in question was originally programmed on 8/19/98 at 1930. It was discontinued on 8/20/98 at 2000. Pca analgesia was totally discontinued on 8/21/98 with the pt on subcutaneous morphine. No adverse pt sequelae were observed. No further info was available.